Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012176546); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the bav, valve deployment was attempted; however, the depth was too deep and the valve was recaptured into the delivery catheter system (dcs). Upon recapture, an infold was observed in the valve frame. The valve and dcs were withdrawn from the patient. It was noted that the patient's calcified anatomy contributed to the infold. No adverse patient effects were reported.